Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00856. This report is being submitted as additional information. Approximate age of device- 337 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient presented to the center on (B)(6) 2018 after calling to report drainage under the right breast since (B)(6) 2018. The patient also reported fevers during the weekend; however, he was afebrile in the clinic. The patient was admitted. Two cultures were taken from the abscess, and the patient was seen by cardiothoracic surgery. A driveline infection was noted. Multiple requests for additional information regarding the event were issued to the customer; however, no information has been provided to this date. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (ifus) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had drainage under his right breast and reported fevers during the weekend. The patient was afebrile in clinic. A driveline infection was noted. No further information was provided.

Manufacturer narrative:
Patient identifier (patient initials); (date of implant); (approximate age of device - 8 months): corrected data. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. No further information is available. The manufacturer has closed the file on this event.